Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An 8f input introducer was attempted to be used. No damage noted to packaging. No issues removing the device from the packaging. The device was inspected and prepped per IFU without issue. No resistance was noted when attempting to remove the introducer from the sheath. No resistance was encountered when inserting the dilator into the sheath during prep. It is reported that the sheath of the device cracked at the end of the procedure, as the operator was pulling back the device. The device was not bent excessively prior to the detachment. A portion of the device remained in the artery. A surgeon was called to remove the remaining piece of the device from the artery. The piece was successfully removed from the patient. No further injury reported.

Manufacturer narrative:
Image review: a photograph of the device shows the proximal portion of a bloody input introducer with the sheath cut at an angle approx. 1.5cm from the hub. This was consistent with the returned device. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Image review: cine image provided by the customer shows the cut end of the sheath in the anatomy. Product analysis summary: as received the sheath is cut in two approximately 1.5cm from the hub and the sheath is wrinkled and kinked, and the very distal edge/tip of the sheath is creased/damaged. None of the sheath is missing, full length is accounted for and none of the tip appears to be missing, just damaged. The cut in the sheath was more than ¾ way through, the remaining material that was still attached was stretched and pulled and broke, separating the proximal sheath from the hub. If information is provided in the future, a supplemental report will be issued.